Event description:
Philips received a complaint on the heartstart mrx device indicating that the device alarmed "equipment failure." The device was evaluated by a philips rse and the customer was instructed to run the operational check. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).